Event description:
It was reported that a malfunction occurred when a product specialist attempted to update the pump's software to version 7.8.1, and the pump could not be restarted. There was no adverse impact on the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Tandem technical support informed the customer that the pump, which was under warranty, needed replacement. The customer declined to provide information about backup therapy but received instructions and a pre-paid label for returning the problematic pump. Customer declined to share information regarding their backup insulin therapy method.